Event description:
The pt was implanted with a perigee on (B)(6) 2007. It was reported that the eroded vaginal mesh was removed. "This was an apical predominant prolapse with erosion of mesh tendrils across the anterior vaginal wall from the urethra to the mid anterior vaginal wall and it was very difficult to preserve the anterior vaginal epithelium. There seemed to be some residual mesh from a well incorporated portion of a sling under the urethra."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.